Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) had a variable resistance reading. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt had variable resistance readings. The cause was cold solder joints in the electrode belt's distribution node (dn). The red and white (pp+) wires had cold solder joints. This caused the electrode belt's resistance to vary. The root cause for the cold solder joints was unable to be positively determined. No adverse event resulted from the cold solder joints. The last patient to use this belt did not report any deficiencies.